Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed mildly tortuous lesion in the mid right coronary artery. Reportedly, the balloon on a 3.0x15mm nc trek balloon dilatation catheter (bdc) ruptured during first inflation at 12 atmospheres. The bdc was being used for post-dilatation after an unspecified stent was implanted. The procedure was successfully completed with an unspecified balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.